Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay that the tree was reported under the incorrect MFR#.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown liner, unknown, unknown, unknown head, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03101, 0001825034 - 2018 - 03102, 0001825034 - 2018 - 03103.

Event description:
It was reported a patient experienced pain post- hip arthroplasty, which was treated with cortisone shots. Patient underwent angioplasty in the area of the implant, during which two stents were placed. Patient reported an unexplained mass was found during the angioplasty. Patient further reports ambulation difficulties, deformation, and swelling in the leg. Attempts have been made and additional information on the reported event has not been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.